Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography(ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation for the procedure when the guidewire was removed from the packaging by the scrub tech the tip that is supposed to be straight was angled. She then decided to open a new kit ((B)(4)) and submitted the faulty wire as a product complaint. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable. Investigation results revealed on (B)(4) 2013 that the tip of the corewire was exposed, making this a reportable event.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. A visual examination of the returned device revealed that the tip of the guidewire was bent and damaged, revealing the tip of the corewire. There was no damage noted to the corewire or the ptfe jacket. The outer diameter of the guidewire was measured and found to be within specification. It is most likely caused by manipulation during preparation therefore, the most probable root cause is "handling damage". Similar complaint trend review performed and no other complaints have been reported for lot number 14991170. A review of the device history record (DHR) was performed; no anomalies were noted